Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unkown. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that experienced leakage. The reporter stated that there has been leaking with the primary set filters. It was clarified that the filter for tpn not found to be leaking upon priming but some hours later. Tpn filter started leaking with 2hr left occurred in unit 2. The event date was on 04-mar-2024 at 6:30am. There was patient involvement and unknown adverse event.